Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded several new cartridges to resolve the issue however the cartridge alarm kept recurring. The customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.